Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose result was 43 mg/dl. Only one result documented. Tests were done less than 10 minutes apart. No allegation of harm.